Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further specified. It was not reported if the patient was hospitalized for the event. It was reported the patient was not treated with medication for the event. Dianeal and extraneal therapies remained ongoing. At the time of this report, the patient had recovered. It was unknown if the patient was retrained on proper aseptic technique. No additional information is available.

Manufacturer narrative:
Additional narrative for outcomes attributed to adverse events, relevant tests/lab data and describe event or problem: on an unreported date, the patient began treatment with unspecified antibiotic treatment (dose, frequency and route of administration not reported) for peritonitis. Should additional relevant information become available, a supplemental report will be submitted.